Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device returned without fluid. Brown and white material was observed within the device and on the shell surface. Product evaluation summary discovered a rent measuring approximately 0.5 cm within a crease on the anterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. (B)(4).

Manufacturer narrative:
On 04/20/2018,the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On 4/24/2018,the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted, new information indicates that the date of event is (B)(6) 2017 which changes the patient age at the time of event from (B)(6).the replacement device for the right implant is as follow, catalog number 3501630, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The lot number provided by the customer was 206452, but that lot number is unrecognized. A DHR review cannot be performed at this time. If additional information regarding the lot number of this device is received in the future, a DHR review will be performed at that time. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation with mentor smooth round moderate profile 225 cc saline breast implants which the right side deflated after implantation. The issue was diagnosed during the physical examinations. As a result, patient underwent unilateral removal and replacement on (B)(6) 2018.